Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the circumstances that led to the patient charging the implant every day and a half was because they kept playing with programs to help her back, and with the program they had her on, she had to charge every day and a half. On 2021-(B)(6), they reprogrammed the patient because she was not getting relief on program b. It helped her back, but not her legs. The manufacturer representative put on another program a to help legs and back that the patient has to play with now. The patient reported that the patient now charges every 4 days. The patient noted that with the new program, the system continues to zero out and it is hard to keep playing with it to find relief in both back and legs.

Event description:
Additional information received. Patient reported they don't know why they were charging every day. Patient met with rep who changed their programs and they should now only be charging once a week. Patient indicated charger had froze 3 times now and they had to pop the battery out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for malignant pain. Patient reported they have to charge the implant every day and half since ins was implanted. Patient asked if there is something better. Patient services (ps) asked patient if the ins is depleted when charging every day and half and patient said yes, ins is usually pretty low or empty. Patient stated her setting during the day is 3.5v and setting at night is 3.0v. Ps reviewed settings and usage depends how often the ins needs to charge. Ps recommend patient consult with her hcp ofc for next steps. The issue was not resolved.